Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. Based on the results of the investigation, possible causes include causes due to some kind of stress problem. The most probable cause of the complaint is d02 - cause traced to component failure, expected or random component failure without any design or manufacturing issue due to c0706 - stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofibervideoscope exhibited the scope was leaking black fluid. Event occurred at reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.